Event description:
It was reported that the critical alarm was occurring. The pump motor stalled on (B)(6) 2013 and no motor stall recovery occurred. The pump was replaced. The patient status was reported as ¿alive-no injury¿. The device system was used to deliver morphine. It was later reported that the patient had called the hospital when she heard the alarm. There were no patient symptoms; the healthcare professional did not expect ¿pump withdrawal¿ symptoms as the patient was on oral oxycodone. It was noted that the pump did recover the following day after the logs were read three times. The healthcare professional indicated that the pump had contained morphine for two years. No troubleshooting was performed, there were no emi sources and no MRI was performed. The patient was doing fine following the replacement.

Event description:
Additional information reported there was a motor stall again and the pump was explanted and replaced. It was stated the patient was back to a habitual state.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that confirmation noted from the hospital noted it was not in their possession and the operating room nurse was not aware of this case. The location of this device was and remains unclear as the tracking number was unknown.

Manufacturer narrative:
Analysis found analysis revealed pump motor gear train anomaly corrosion and/or wear and/or lubrication. Additionally, a pump motor gear train anomaly of stall due to shaft-bearing and gear-pinion was found.